Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "hcp is complaining a discoloration/(metal) abrasion of the trials." The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed that attune cr fem trial sz 5 lt had delaminated & and foreign substances are there. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune cr fem trial sz 5 lt would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to unintended use error caused or contributed to even and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code: 254500715,lot: mvmglx220 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was discoloration/(metal) abrasion of the trials. The issue was seen in cssd. There was no patient involvement and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is complaining a discoloration/(metal) abrasion of the trials. Seen in cssd. No patient involvement, no surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the green color marking was peeling. The condition of the returned device was consistent with heavy use. The overall surface of the device also exhibits a yellowish layer. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. The device had experienced 6 years of usage and the number of procedures (cycles) it had gone through its life in the field is unknown. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The investigation found sufficient evidence to confirm the reported event. No other problems identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune cr fem trial sz 5 lt would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/23/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU-0902-00-836. Receiving inspection records were reviewed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: g1 (manufacturing site name). Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "hcp is complaining a discoloration/(metal) abrasion of the trials." The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed that attune cr fem trial sz 5 lt had delaminated & and foreign substances are there. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune cr fem trial sz 5 lt would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to unintended use error caused or contributed to even and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 254500715, lot: mvmglx220 and no non-conformances / manufacturing irregularities were identified.